Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who reported the device was not producing oxygen and the end user passed away. The device was returned for evaluation, and it was determined that the unit was functioning correctly and within specification (>87% oxygen concentration). While the oxygen sensing board was found to be slightly out of tolerance when tested at 10lpm, which resulted in the unit alarming for low oxygen even though the oxygen was within specification, the last usage log record indicated that the flow had been turned above 10lpm, contrary to the device's instructions for use, causing the oxygen concentration to drop. The most recent record in the usage log indicated that the flowrate was turned up to 17.9lpm. The device's instruction guide states: "a flow setting other than prescribed may affect the patient therapy. For prescriptions of 10 lpm, be sure the ball is centered on the 10-liter line. The ball should not touch the red line. Setting the flow higher than 10 may cause the oxygen purity level to drop. If the oxygen purity falls below the acceptable level: the green normal oxygen light will shut off, the yellow low oxygen light will illuminate, and an intermittent audible signal will sound. If you feel discomfort or are experiencing a medical emergency while undergoing oxygen therapy, seek medical assistance immediately to avoid harm." The device is not intended to be life supporting or life sustaining. Devilbiss healthcare will file an update if additional information becomes available.